Manufacturer narrative:
Device not available for evaluation.

Event description:
Sales rep reported patient's right hip was infected, the circled head was replaced with a 36+10 c-taper. This is the 2nd revision of the patients' right hip.